Event description:
An impella cp device was inserted into the left femoral artery in a 63-year-old male with a past medical history of renal insufficiency and peripheral artery disease (pad)/peripheral vascular disease (pvd). The patient was presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage e shock, on multiple inotropes and vasopressors, and was ventilated for respiratory support prior to initiation of support. Upon arrival to the intensive care unit (ICU), the patient had red urine. Shortly after, the patient lost pulses and cardiopulmonary resuscitation (CPR) was initiated. Epinephrine was given. The impella was the repositioned due to diving into the ventricle from CPR. After the impella was repositioned, the urine continued to be red. The impella measured @ 5.4cm. The physician decided to leave it at that position due to the patient's anatomy. It was noted that the patient did not have any distal pulses bilaterally with a fem-fem bypass. The peel-away sheath was removed and the repo sheath was advanced. The post-procedure outcome is survival at explant, however there was a major bleed at the time of explant that required the team to treat the access site bleed by delivery of blood products. The impella cp will be coded for cardiac arrest, resuscitation, medication required, device repositioning, ischemia, serious injury, major bleed, transfusion, and hematuria. These findings are consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock, and the known risk of ischemic complications in patients on vasoactive support.

Manufacturer narrative:
Additional information received: b5 and h6 updated based on the information received from the clinical site.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Cardiac arrest / ischemia: the cause of the injury was unable to be determined due to insufficient clinical details. Access site adverse event / major bleed: the cause of the injury was not determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The impella was noted to be positioned deep in the ventricle and was repositioned by the physician. Despite repositioning, the patient¿s urine remained red. The impella position measured 5.4 cm. The physician stated this depth was acceptable, as attempts to withdraw the device beyond this point resulted in the impella migrating toward a near-extracavitary position due to the patient¿s anatomy. The pump was eventually weaned and explanted, and the patient survived the event.